Event description:
Customer reported that erroneous low sodium results were generated by the unicel dxc 800 synchron system due to contamination. The results were reported out of the lab. The customer retested the samples and obtained results within expectations. Corrected results were then reported. There was no change to the pts' care or treatment.

Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. Cultures of the sys were taken. The culture results are positive for (B)(6). The fse decontaminated the sys and replaced the ise (ion selective electrode) module. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.